Event description:
It was reported that the patient experienced recurring incontinence after ongoing use of his artificial urinary sphincter (aus). The device functioned properly. The physician believes that the cause of the patient symptom is muscle atrophy. The aus was removed and replaced. The patient is expected to fully recover.